Event description:
It was reported that 19 months post procedure, during a follow-up, the stent subject device was observed to have 'fishmouth/tapered' morphology distally, resulting in stent elongation. Proximal internal hyperplasia was also noted. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. Additional information was not received. If additional information is received at a later date that will alter the assignable cause, the investigation will be updated accordingly. An assignable cause of anticipated procedural complication will be assigned to the reported ¿stenosis with stent deformation¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that 19 months post procedure, during a follow-up, the stent subject device was observed to have 'fishmouth/tapered' morphology distally, resulting in stent elongation. Proximal internal hyperplasia was also noted. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.